Event description:
It was reported that the cartridge was damaged at the patient line, due to being pulled, interrupting insulin delivery. Reportedly, the customer used the cartridge beyond the recommended wear time. Customer's blood glucose level was displayed as "high". Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.